Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer has recently discovered an issue which affects their elekta machines working through aria. The problem occurs when manually entering a single digit value of gantry angle (e.g. 0 degrees) in rt chart. In such cases, the angle is not accepted and the plan remains invalid. If an arbitrary double-digit value (e.g. 25 degrees) is then entered, and the gantry angle is subsequently changed back to the desired value (e.g. 0 degrees), the plan is now valid and may be treatment approved. On closing and re-opening the patient, however, it appears the gantry angle has reverted back to the most recent 'double digit' value (25 degrees). This value is transferred for treatment. There was no report of injury and no patient data was provided.